Event description:
The ge oec 9800 fluoroscopy system would not magnify to the 4.5" mode. Mag 2 did not function.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced a defective hv cable to restore proper function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.